Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: none analysis and results: batch manufacturing review could not be done as we have not received the list of possible batches. However, taking into account the complaint description we can consider that the product has not been applied according to the instructions for use of the product: mode of action for closure of smooth and fresh skin wounds in the presence of tissue moisture histoacryl immediately polymerizes into a solid substance which attached firmly to the tissue. Warning note during closure of smooth and fresh skin wounds histoacryl must not be introduced into the wound, since this would interfere with wound healing. Precautionary measures on application during closure of smooth and fresh skin wounds it should be ensured that the edges of the wound have been thoroughly cleaned, debrided and properly apposed before applying histoacryl. Local anesthesia might be necessary. (...) Assure hemostasis, close the dermis as needed and assure that surface edges are easily apposable before applying histoacryl. (...) The areas to be joined should be as dry as possible. The skin surfaces should be held together for 30 seconds after application of histoacryl. Final conclusion:without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: australia it was reported that the glue crystalises upon contact with blood.